Event description:
While the ventilator was hooked up to a pt, the ventilator shut down. The therapist heard the ventilator alarm, manually bagged the pt until another ventilator was hooked up. There was no pt injury.